Event description:
The customer reported, a baby had an spo2 reading of 100 percent but was blue. When the hospital staff switched the baby to a different phillips module, the spo2 reading was 52%. The cable was a m1900b with an unknown nellcor sensor.

Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be sent once the investigation is complete.